Event description:
The device mechanism was returned to the service center for repair. This is not a reportable malfunction. However, during verification testing at the service center, it was noted tha the device door roller pin was broken off.

Manufacturer narrative:
During testin, it was noted that the device door roller pin was broke off. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.